Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. No unexpected low reservoir alarm or motion sensor test failure alarm noted during testing. The device had a cracked display window corner, scratched lcd window, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime and check settings. The blood glucose at the time of the incident was 98 mg/dl. The customer stated that the alarm history showed a motor position encoder error, motion sensor test failure, motor error and low reservoir alarms. Troubleshooting was performed. The device was returned for analysis.